Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The device was returned assembled with the driveline cut approximately 7 inches from the pump housing and the distal portion of the driveline was not returned. The report that the inflow conduit was malpositioned could not be confirmed because the inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding both the rotor¿s bearing ball and the inlet stator¿s bearing cup, which was pulled out of its bore upon disassembly. This formation was laminated and denatured indicating that it likely formed over an undetermined period of time while the device was supporting the patient. Although a specific cause for the development of this formation could not be conclusively determined through the evaluation, it could have contributed to the reported event. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2.5 months. (B)(4). The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expressed symptoms of shortness of breath, fatigue, and abdominal pain. The patient had a lactate dehydrogenase (ldh) level of 1300 u/l, a rising potassium level, and an inr of 1.6 on (B)(6) 2015. The patient was given lovenox over the weekend and reportedly could not get out of bed on (B)(6) 2015. The patient's hemoglobin level was 6.9 g/dl and the ldh level had risen to 5000 u/l. The patient was admitted to the hospital. A possible inflow malposition was suspected. An echocardiogram ramp study showed that the left ventricle was not unloading; the left ventricular end diastolic diameter (lvedd) was greater than 8 cm. The aortic valve was opening with every heart beat. Additionally, the patient's creatinine and liver enzyme levels were elevating and the patient required continuous renal replacement therapy. There were no significant changes in pump parameters. An urgent pump exchange was completed on (B)(6) 2015 and it was reported that a visible clot was noted. It was reported that only the pump portion was exchanged. The patient returned to the operating room later that day due to bleeding. No additional information was provided.